Event description:
It was reported that blood leaked from a hole in the bd venflon¿ pro safety shielded IV catheter luer lock device. This occurred with 10 separate catheters during use. The following information was provided by the initial reporter: "they have a couple of complaint on this lot that blood is running out from the luer lock device. They put in the vps and every thing is fine, then they put the luer lock device white on, and there is a little hole in it where it is running from."

Manufacturer narrative:
Investigation summary: three photos were received by our quality team for evaluation. From the photos, a top web of the product with batch 1274661, a 22g venflon pro safety product with blood leakage from the end cap, and an end cap with blood inside the unit package was observed. However, the end cap defect could not be seen clearly from the photos returned. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The molding process was reviewed. The probable root cause for the reported leakage could be due to the sink mark at the luer cone tip of the end cap. The air vent may be choked at the cavity side during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. However, as no actual sample was returned, further investigation cannot be performed, and the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.